Event description:
It was reported that the insulin pump had a crack on the screen. The blood glucose reading was 7 mmol/l. Nothing further was reported.

Manufacturer narrative:
(B)(4). Cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed the prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Motor tested ok.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.